Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An internal/external inspection was performed and the device failed due to fluid intrusion. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Both functional and electrical tests failed. The fluid intrusion caused the pump assembly to malfunction and create an open circuit within the pump assembly preventing the pump assembly from activating resulting the earth leakage. The cause for the rite failure of earth leakage was determined to be caused by a malfunctioning pump assembly due to fluid intrusion. The device was scrapped due to fluid intrusion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.